Event description:
It is reported that the screwdriver tips broke off. In locking screws. The tips were stuck in the screw head.

Manufacturer narrative:
This report will be amended when our investigation is complete.